Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. D6, h4: the information provided regarding the device expiration date and implantation date are identified to be conflicting. Continued follow-up is being conducted and any additional information received will be reported. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the metal liner & metal head was removed due to metalosis. Doi: (B)(6) 2017. Dor: (B)(6) 2025. Affected side: unknown hip side.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Product description: pinnacle mtl ins neut36idx52od. Product code: 121887352. Lot no: 3008604. Quantity of manufactured: (B)(4). Manufacturing: 1st october 2009. Expiry date: 30th september 2014. Any anomalies or deviations identified in DHR: n/a. IFU reference: (B)(4). As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: product description- pinnacle mtl ins neut36idx52od. Product code: 121887352. Lot no: 3008604. Quantity of manufactured: (B)(4). Manufacturing: 1st october 2009. Expiry date: 30th september 2014. Any anomalies or deviations identified in DHR: n/a. IFU reference: (B)(4). Device history review: a manufacturing record evaluation was performed for the finished device [lot/serial/batch] number, and no non-conformances / manufacturing irregularities were identified.